Event description:
It was reported that the lead was explanted and replaced due to decreased r-wave amplitude. No other electrical anomalies were observed. Patient was doing fine after the procedure.

Manufacturer narrative:
(B)(4). A partial lead with the distal tip measuring 49.8cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Event description:
New information notes that the lead was explanted during normal device change-out procedure due to eri. Insulation abrasion was also discovered on rv lead.